Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to under delivery due to pumps power loss for more than several hours. The customer¿s blood glucose level was unknown at the time of the incident and other was 97 mg/dl. The customer experienced the vomiting like symptom. The customer stated that auto mode feature active and automatically adjusting insulin at time of high blood glucose. The self test and the displacement test was passed. The device will not be returned for the analysis.